Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that after a low anterior resection there was an anastomotic leak. This was a more standard post-op leak that presented within several days. The surgeon stated that it is difficult to say whether any were stapler related. Intraoperatively, the surgeon noticed that it was harder to fire the device. His partner was having trouble squeezing the device and it did not seem as smooth. However, he did hear the ¿crunch.¿ he commented that he dictates after every firing as he scrutinizes the anastomosis. He scopes each anastomosis, ensures a negative air leak test, checks the donuts, and checks for no tension on the anastomosis. He inspected the donuts, but not the cutting washer. However, he reiterated that he always listens for the audible crunch during firing. It is unknown whether any staples were malformed as there was also a linear staple line present; visually the anastomosis was intact intra-operatively. He would divert if anything did not seem right; the anastomosis did ¿passed the muster¿ intra-operatively.